Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that this young male patient had device implantation 10 years prior, and has had unexpected setting changes twice, following MRI imaging. It is no longer possible to adjust setting. The current setting is not correct; therefore, the device was removed. A new medos valve and there have been no further consequences for the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and scratch marks were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was also noted on the stator. Biological debris was also noted. The cam magnets were controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 11th november 2003. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.